Manufacturer narrative:
The device remains implanted and has not been returned for analysis, engineering review of device data confirmed that the device battery was depleting prematurely. However, despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of having a premature battery depletion. Upon interrogation in the clinic, the explant indicator indicates one year, five months remaining. A technical service (ts) consultant sent device data to the engineers to review the power consumption. Engineering confirmed a premature battery depletion. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported.